Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Note: this report captures one of six reports submitted for the alleged ongoing ultrafiltration issues. Please see associated MFR report numbers: 2937457-2024-00310, 2937457-2024-00368, 2937457-2024-00369, 2937457-2024-00371, and 2937457-2024-00372.

Event description:
A user facility reported experiencing issues with new 2008t hemodialysis (hd) blue star machines that are used for low volume patients. The facility alleged that the machines were pulling more fluid off patients than what the machine was set for. The ultrafiltration (uf) pump strokes were checked by the facility¿s biomedical technician (biomed) and were confirmed to be within range. Additional information was provided upon follow-up with the biomed. The biomed confirmed they have been experiencing ongoing ultrafiltration (uf) issues during low volume pediatric hd treatments. The biomed said there are four new machines at the clinic, but only three of them have had issues. The serial numbers of those machines are (B)(6). The biomed was unsure how many treatments have been impacted. The biomed said they have older 2008t machines which they¿ve been using until the issues with the new ones are sorted out. The new machines were installed at the end of (B)(6), but the facility did not start using them until the end of (B)(6) 2024 / beginning of february 2024. The biomed confirmed that the machines have been removing too much fluid when they run pediatric treatments on them. The biomed said they tried running adult treatments on the machines, and there were not any issues with those. Unfortunately, the biomed said the machines were purchased with the intention of being used solely for pediatric treatments. The biomed said that several individuals from fresenius have been onsite to look at the machines. The field service technician (fst) in the area has been to the clinic to run simulated treatments and other tests. The biomed said the fst has not been able to duplicate the reported issue on any of the machines. All calibrations on the machines are up to specification, and the machines are passing functional testing. To date, the biomed said that no parts have been replaced. Event-specific details were not provided. The biomed could only confirm that three of the machines have been involved in more than one event where there was a uf issue. No further details have been provided.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue could not be duplicated during the testing performed by the fst. Therefore, the complaint was unable to be confirmed.

Event description:
A user facility reported experiencing issues with new 2008t hemodialysis (hd) blue star machines that are used for low volume patients. The facility alleged that the machines were pulling more fluid off patients than what the machine was set for. The ultrafiltration (uf) pump strokes were checked by the facility¿s biomedical technician (biomed) and were confirmed to be within range. Additional information was provided upon follow-up with the biomed. The biomed confirmed they have been experiencing ongoing ultrafiltration (uf) issues during low volume pediatric hd treatments. The biomed said there are four new machines at the clinic, but only three of them have had issues. The serial numbers of those machines are (B)(6). The biomed was unsure how many treatments have been impacted. The biomed said they have older 2008t machines which they¿ve been using until the issues with the new ones are sorted out. The new machines were installed at the end of december, but the facility did not start using them until the end of january 2024 / beginning of february 2024. The biomed confirmed that the machines have been removing too much fluid when they run pediatric treatments on them. The biomed said they tried running adult treatments on the machines, and there were not any issues with those. Unfortunately, the biomed said the machines were purchased with the intention of being used solely for pediatric treatments. The biomed said that several individuals from fresenius have been onsite to look at the machines. The field service technician (fst) in the area has been to the clinic to run simulated treatments and other tests. The biomed said the fst has not been able to duplicate the reported issue on any of the machines. All calibrations on the machines are up to specification, and the machines are passing functional testing. To date, the biomed said that no parts have been replaced. Event-specific details were not provided. The biomed could only confirm that three of the machines have been involved in more than one event where there was a uf issue. No further details have been provided.